Manufacturer narrative:
(B)(4). The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannulas was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on previous investigations of similar complaints, and the information and photograph provided by the hospital. Results: the photograph revealed that the flexitube of the opt316 was stretched and damaged at the cannula tube joint. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, our previous investigations of similar complaints have shown that such damage is likely due to excessive pull force being exerted on the tubing. All optiflow junior nasal cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on hold for investigation. The user instructions the accompany the optiflow junior nasal cannula illustrate in pictorial format the correct set-up and proper use of the nasal cannula, and also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." "Do not stretch or crush tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt316 optiflow junior nasal cannula was pulled apart by a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt316 optiflow junior nasal cannula was pulled apart by a patient. No patient consequence was reported.